Event description:
It is reported that a patient was experiencing post-operative anterior thigh pain 3 months after the placement of a prodisc lumbar. There is currently no information on planned revision surgery, it is reported the surgeon will monitor the patient. This is 2 of 3 reports.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment and not diagnosis. The raw material and device history records were reviewed and all lots passed specifications. Anterior thigh pain is an inherent risk with both fusion and non-fusion devices. Lower extremity pain is currently listed in the summary of safety and effectiveness for the prodisc l device, and the overall rate of occurrence reported are consistent with the clinical history to date. Based on the limited information provide, it is not possible to determine the exact root cause for the anterior thigh pain. Placeholder.